Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported that the ventilator had a check vent alarm light emitting diode (led) failure code. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay.

Manufacturer narrative:
G4:28jan2021. B4:29jan2021. The customer replaced the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.